Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of 50mm abdominal aortic aneurysm.  It was reported that during the index procedure, both the ipsilateral and contralateral sides of the main body entered the left leg while the main body was deployed. It was difficult to remove the device so a endurant aui and endurant cuff were implanted in the main body, the right limb was embolised and the right and left limbs were bypassed to complete the procedure. It was confirmed the main body was inaccurately delivered which required the implant of the aui and cuff and bypass procedure. The IFU was followed when deploying the main body. Per the physician the cause of the event was not specified. No additional clinical sequalae were provided and the patient is fine.